Event description:
Repair center alleged - alarming / red light. Key failure - sieve bed gasket is leaking.per independent repair statement unit alarming or red light. Key failure was the sieve bed gasket was leaking. Additional malfunctions was the 4 way valve and the muffler was contaminated.